Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-9221ag batch 022150 was received for evaluation. Upon visual evaluation, it was noted that the drill flute shaft was bent. Nicks and scratches were noted on the flutes. No functional testing was performed due to the damage to the instrument. A user error is the most likely cause(s) for the reported and observed failure, hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/14/2023, it was reported by a sales representative via (B)(4) that an ar-9221ag univers vaultlock augmented glenoid 6 mm superior drill and an ar-9231-vl-02 glenoid drill guide had an issue. During a case, the surgeon caught the drill on the superior hole of the anatomic vaultlock while pulling the drill out and formed a burr on the top, superior aspect of the superior peripheral hole. The case was completed, and the instrument could perform its task. This was discovered during an unspecified procedure, with no reported patient harm.